Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
A patient was undergoing a tumor (pituitary adenoma) resection with a transsphenoidal access while utilizing a cusa excel khz microtip plus. During the resection, the ultrasonic power ran between and 60 despite being set at 100. After 30 minutes the cusa worked at 10% (100% set up) and then 0%. At the end of the surgery, the console alarm sounded indicating there was a tip problem. The customer disassembled the tip and noted that the tip had a transverse fracture 3cm away from the end of the tip. In addition, the silicone cap had a break of about 2 cm longitudinally. The patient did not incur an injury however, the event caused an increase in the surgery time of 1 hour.